Event description:
Physician reporting circular device rupture, capsular contracture baker grade iii-IV and double capsular, diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Phone number continued:(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii-IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: circular device rupture and capsular contracture baker grade iii-IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Double contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Physician reporting circular device rupture, capsular contracture baker grade iii-IV and double capsular, diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device. This record relates to the right side.